Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
The physician was using a closurefast catheter with an rfg3 to treat the short saphaneous vein (ssv) under local anaesthetic. The IFU was followed and the lumen flushed. A guidewire was not used for insertion of the catheter. It was reported that the correct temperature was reached but plastic particles were observed on the heating coil after removal of the catheter from the patient. After treatment of the third segment of vein, it was reported that removal of the catheter from the patient was not as smooth than before. The procedure was completed with out issue. No patient injury was reported.

Manufacturer narrative:
Additional information: there was some resistance encountered when removing the device from the patient. The catheter and sheath were removed as a unit. No fragments are left in the patient. There were no error codes displayed on the generator. No adjustments had been made to the parameters of the generator. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Product analysis: the closurefast catheter was received. A white introducer was also returned with the closurefast catheter. No images were received. Visual inspection of the returned closurefast catheter a slight bend was noted in the coil segment. At the location of the bend, the fep was deformed/melted and torn with burnt blood embedded. The coil was exposed. Distal to the exposed coil, a segment of a dried and embedded blood was observed; however, the blood covered the damaged section of the catheter and was unable to be removed without further damage to the catheter. The observed coil damage is consistent with resistance during withdrawal of the device as the damaged fep prevented the introducer from being removed from the closurefast catheter. The probable root cause was likely procedural related. The observed damages to the fep and coil are consistent with uneven or lack of compression of the vein over the full length of the catheter. Possible contributing factors associated to technique used during activation and handling of the clf during and after the procedure could not be evaluated for this investigation. If information is provided in the future, a supplemental report will be issued.